Event description:
As reported by the user facility: "air in line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. One (1) photograph was provided for investigation. Upon evaluation of the picture, the presence of bubbles was not observed in the tubing. The reported concern was not confirmed. All information concerning this reported incident has been included in our trend an analysis of the product line.